Event description:
In 2008 I was implanted with essure coils. Since then I now have thyroid problem, psoriasis, celiac disease, depression, mood swings, weight gain and severe pelvic pain. I reported this to my gyn and he said he tried to remove the springs. He had no clue of what he was doing because you can't just "remove" the springs. The only option is a hysterectomy. I'm only 34 and not okay with that option. I just want other women to realize this implant can possibly take your life. It took mine away. I have no energy, no enthusiasm, nothing.